Event description:
Healthcare professional reported via the national breast implant registry (nbir) manufacturer registry specific data report (mrsdr) "capsular contracture baker grade iii". This record is for the left side. Device was explanted.

Manufacturer narrative:
Follow-up is not possible with the national breast implant registry, therefore additional event, product, and/or patient details are not attainable. The reason for reoperation is: capsular contracture baker grade iii. The reported event or events are physiological complications, and device analysis typically does not help allergan determine the cause. Continued partial device information d4 reported: natrelle inspira silicone breast implants.